Event description:
It was reported that the physician was unable to interrogate a pt's device with his handheld computer. The physician requested for a replacement handheld computer. It was noted that the physician successfully used another handheld computer with the same programming wand after the programming wand battery was replaced. The physician was sent a replacement handheld computer, but it has yet to be returned for analysis. Good faith attempts to obtain additional info has been unsuccessful to date.

Manufacturer narrative:
Device malfunction is supected but did not contribute to a death or serious injury.